Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven months twenty-nine days post a port placement, the catheter allegedly broke off. It was further reported that the broken piece was unable to be retrieved. Reportedly, the catheter segment migrated into right atrium. Reportedly, there was allegedly extravasation. Furthermore, catheter removal was done as part of a normal procedure for a dysfunctional port. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one power port attached to a groshong catheter was return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter. The distal catheter segment was not returned. The edges of break were noted to be uneven, and the surface was noted to be granular in one region and round/smooth with residue throughout both regions. Splits were noted on the border of both regions. The port was patent to both infusion and aspiration without issue. Therefore, the investigation is confirmed for the reported fracture, material separation, fluid leak and identified wear and deformation issues. However, the investigation is inconclusive for the reported migration, flushing, slow flow, removal difficulty issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. A definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2025), g3, h2, h6 (patient, device) h11: d4 (unique identifier (UDI) #), h6 (method, result) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven months twenty-nine days post a port placement procedure, the catheter allegedly broke off. It was further reported that the broken piece was unable to be retrieved. Reportedly, the catheter segment migrated into the right atrium. There was allegedly extravasation and the port had not been flushing well for several weeks. While injecting there was a slow flow. Furthermore, catheter removal was done as part of normal procedure for a dysfunctional port. The status of the patient is unknown.

Event description:
It was reported that eleven months twenty-nine days post a port placement procedure, the catheter allegedly broke off. It was further reported that the broken piece was unable to be retrieved. Reportedly, the catheter segment migrated into the right atrium. There was allegedly extravasation and the port had not been flushing well for several weeks. While injecting there was a slow flow. Furthermore, catheter removal was done as part of normal procedure for a dysfunctional port. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fracture, material separation, migration, fluid leak, difficulty in flushing, flow issues no objective evidence was provided for review. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.